Event description:
The device reportedly shocked a nurse when the nurse performed a 200 joule test discharge into the device's internal test load. There was no adverse effect to the nurse as a result of the reported event.